Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd syringe luer lok tip with graduations has been found damaged before use. The following has been provided by the initial reporter: syringes have broken.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo was returned for evaluation. From the photo, observed barrel damaged. Sample evaluation: one actual sample without package was returned for investigation. From the sample, observed damage on the syringe barrel. A review of the device history record could not be performed as a lot number was not provided for this incident. The team was able to confirmed the customer experience based on the sample evaluation. Conclusion: the syringe barrel damaged during the transition to outfeed dial at syringe needle assembly process. Probable root cause could be at the no needle eject gate station, the top guide plate adjusted lower to the transaction dial. As this caused the product tilted from the slot pocket resulted in a crash and damaged by pocket dial and side guide during transition to outfeed dial process. The defect parts failed to be removed effectively by production technician which resulted in escapees to the next process. Action was taken, a new top guide plate mounting was fabricated to secured alignment at needle eject station to prevent the syringe product tilted from the slot pocket on (B)(6) 2019.

Event description:
It has been reported that one bd syringe luer lok tip with graduations has been found damaged before use. The following has been provided by the initial reporter: syringes have broken.